Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). A2: range of age: mean age of 63.2 years. D6: device implanted between jan,1,1998 and dec,31,2011. D10: unknown liner, #item: unknown, #lot: unknown. Unknown cup, #item: unknown, #lot: unknown. Unknown stem, #item: unknown, #lot: unknown. Therapy date: unknown. E1 (address - line 2) full text: (B)(6). G2: report source: journal article: gonzalez, a. I., barea, c., zingg, m., garavaglia, g., peter, r., hoffmeyer, p., hannouche, d., & lübbeke, a. (2025). Long-term outcomes of small head metal-on-metal compared to ceramic-on-polyethylene primary total hip arthroplasty: a registry-based cohort study. International orthopaedics. Https://doi.org/10.1007/s00264-025-06437-z. Country report source: switzerland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 02-oct-2025 that reported a prospective study from switzerland. The purpose of the study was to compare the long-term outcomes of small-head (28 mm) metal-on-metal (mom) total hip arthroplasty (tha) to ceramic-on-polyethylene (cop) tha using the same cup. The study reviewed 3,257 primary thas in 2,738 patients, 864 mom and 2,393 cop thas. All thas received a morscher press-fit, uncemented, and monoblock acetabular cup (zimmer, winterthur, switzerland) with either a metal-on-metal metasul bearing or ceramic-on-polyethylene bearing (sulox). The cemented stems included the müller straight stem and the virtec stem, both manufactured from protasul-10 alloy (conicrmo) (both zimmer). The uncemented stems were the spotorno cls, protasul-100 titanium alloy or the wagner conus, protasul-64 titanium alloy (both zimmer). For cemented stems, gentamicin-loaded bone cement was used. The mom population had a mean age of 63.2 years at time of surgery with 382 females, 482 males. The cop population had a mean age of 72.0 years at the time of surgery with 1,411 females and 982 males. Mean follow up time was 13.5 (maximum 24.1) years in the mom group and 12.7 (maximum 26.8) years in the cop group. It was reported that 6 ceramic-on-poly hips were revised due to persistent pain, impingement, implant malposition. Attempts have been made and additional information on the reported event is unavailable at this time.